Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular. Perforation)¿

Event description:
The complainant reported the patient experienced some slight oozing at their impella access site during impella 5.5 support. No noted intervention was required to manage the condition. In addition, the md stated that despite functioning correctly, some clots/thrombus were visible following the explant.